Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked and broken battery tube threads, cracked reservoir tube lip, cracked case near the display window corners, loose drive support disk, and cracked end cap.

Event description:
The customer reported that the drive support cap and the battery cap were over tightening. The blood glucose reading was 109mg/dl. The customer stated that the insulin pump is also cracked. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.